Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned with all components in pre-deployed position, except the link was slacking, suggesting that the foot might have been deployed. There was dried blood observed on the device, indicating that the device had been introduced into the patient anatomy. Evaluation of the returned device revealed no abnormal observations that could interfere with the device introduction and removal as the sheath was intact and hydrophilic coating was present throughout the sheath surface. However, the presence of calcium and prior device closure in the target groin could contribute to the reported experience, but this could not be confirmed. During testing, the returned device could not be re-deployed due to excessive dried blood in the device. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. No manufacturing or quality issue was detected. Based on our investigation findings, the reported experience could not be confirmed. The probable cause related to the device could not be determined. A review of the device lot history record did not reveal any nonconforming material records related to this event. A query of the complaint database for this lot revealed no other incidents with reported difficulty introducing and removing the device.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, using a preclose technique, attempted suture deployment in the moderately calcified left femoral artery before a transcatheter aortic valve implantation procedure. Reportedly, after the device was inserted through a 7f sheath and the exit port was at skin level, the guide wire was removed. Advancement into the artery was not possible and the device became stuck. A nick-and-spread was performed and after gently twisting the device, it was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.